Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
A harvester complained that the vasoview hemopro dissection tip (bullet tip) becomes "fogged or steamed" during initial tissue dissection. He attempted on several occasions to clean the tip without success. He obtained a vh-2004 accessory kit to complete the case. The case was completed successfully without harm or injury to the pt. The harvesters reported that he does not use or apply any anti-fog to the scopes prior to attaching the dissection tip to the 7mm scope.